Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she¿s been experiencing a skin irritation since (B)(6) 2013 that manifests as redness and discomfort at the insertion site. Insertion site is also draining fluid. Patient has sought medical advice and was prescribed an antibiotic ointment. At the time of her follow-up call to dexcom technical support, patient reported that ointment was helping "pas" that insertion site was still slightly painful.